Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed as no relevant imagery or device provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis, and therefore no manufacturing non-conformances were able to be identified. Review of the DHR and lot history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during the introduction and advancement of the valve into the sheath, resistance was noted and upon removal it was noted that the balloon had ruptured'. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additional introduction/excessive device manipulation could have been applied to overcome the introduction which then led to the reported balloon burst. However, due to insufficient information, a definite root cause is unable to be determined. Since no product non-conformances, labeling or IFU/training manual deficiencies were identified, neither corrective/preventative actions nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist regarding a right transfemoral tavr procedure for a 23mm sapien 3 ultra implanted the native aortic annulus. During the procedure, the commander delivery system (ds) balloon ruptured. As reported, during the introduction and advancement of the valve into the sheath, resistance was noted. The delivery system was in default position during insertion. It appeared that the loader was not fully inserted into the sheath. The valve was advanced through the sheath and balloon alignment was performed in the descending aorta. It was noted that a segment of the inflow strut had bent backwards. The valve was deployed 60:40 aortic/ventricular with nominal volume with paravalvular leak (pvl). There were no difficulties noted when withdrawing the delivery system. Upon removal, it was noted that the balloon had ruptured. It was believed that the balloon ruptured during deployment. The patient decompensated and surgical intervention was required to repair the pericardial effusion due to a left ventricle (lv) perforation. The apex of the lv was perforated by the procedural wire. The physician believed the perforation occurred during one of the wire exchanges and that the delivery system was not on the wire at the time of the perforation. After the surgical repair post dilatation of the valve was performed with a 22mm zmed. Afterwards the valve mean gradient was 8 mmhg with mild pvl was noted by tee. Surgical intervention was performed to treat the perforation of the left ventricle unrelated to the valve. The surgeon stated the deformed inflow strut was not the cause of the cardiac injury. The patient remained admitted due to complications unrelated to the edwards device. The devices are not available for return.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06124.

Manufacturer narrative:
Supplemental report submitted to update g2. This report is related to medwatch number (B)(4).